Manufacturer narrative:
F/u info for both pts involved in the event was received on (B)(4) 2014. The hospital contacted both pts and both pts had blood drawn. The pts did not report any symptoms of illness since the event occurred. The pts will not be recalled for further screening. The service history record for this unit confirms that the scope was not returned to pentax medical for eval after the event occurred. Pentax medical has not received any other similar reports regarding this scope and therefore, considers this medwatch report closed.

Event description:
On (B)(6) 2014, a pentax sales rep communicated the finding of a broken accessory found in model eb-1970k/serial (B)(4) to (B)(6), and the hospital stated that the user was not aware an accessory was lodged in the scope until after the scope had been reprocessed and was being used in the next case; therefore, indicating possible potential exposure to one pt. Moreover, the hospital confirmed tha the make of the accessory to be a cook dilation balloon (non-pentax accessory). MDR 2518897-2014-00004 was filed for this event on (B)(6) 2014. Pentax was notified on (B)(4) 2014 that the event mentioned above did not occur with model eb-1970k/serial (B)(4). The model and serial number of the scope involved in this event (model eg-2990i/serial (B)(4)) was not verified from the facility until (B)(4) 2014, respectively. Pentax was notified by the hospital on (B)(6) 2014 that the date of the event was (B)(6) 2013, and the hospital notified cook medical of the event on (B)(4) 2013.